Event description:
It was reported that the customer dropped several times the insulin pump, and the device no longer is functioning. It was stated that the tubing was too long and the device fell on the floor. The insulin pump hit the wall, and the tubing was caught around a door knob. The customer mentioned that he received no delivery alarms. During the call, the customer also reported being hospitalized three times and the ambulance was called three times due to low blood glucose. The customer stated that his blood glucose was in the 30-40s mg/dl, and even one time it was in the 20s mg/dl. Troubleshooting was declined as customer stated that it has been tested before. The caller stated that the customer had lost 20 pounds, exercises more, and does not eat much. Advised the caller that adjustments may need to be made and to contact his doctor. The caller stated that the insulin pump has scratches. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.